Manufacturer narrative:
On 23 february 2016 it was prepared a final report with the information already submitted in the intial report.on 02 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 22 dec 2015 the medical affair director made the following analysis while checking the x-ray: revision of tha 4 years after primary implantation. Some problems have probably occurred during primary operation or immediately after, as the stem appears to have found its seating with a defect in anteversion (with the available documentation I cannot verify if excessive or reduced anteversion) and the cup was eventually stabilized in too vertical an orientation. We have no postoperative xray so we cannot determine if the occurrence took place immediately postoperative or later during rehabilitation. The suboptimal final position may have been the cause for pain. I see no reason to suspect that this failure is due to a device defect, it looks more like a surgical problem. (B)(4).

Event description:
Patient came into surgeon's office with anterior thigh pain. Upon examination the surgeon felt that the primary stem was undersized. He removed the medacta stem, liner and head. Another company's products were used for the revision. The surgery was completed successfully. X-rays are available. The explants will not be returned.